Event description:
During a pci treatment procedure, balloon removal difficulties were encountered which subsequently resulted in the need for surgical intervention. The lesion being treated was a calcified lesion in the left anterior descending (lad) coronary artery. The pt had had another MFR's stent placed four days prior and the stent was unexpanded. In this procedure, the dr post-dilated the stent with a maverick 12 / 3.5 mm balloon and restored the compromised blood flow. The stent remained unexpanded, so the dr attempted to post dilate the stent with the nc monorail 20/4.5 mm balloon, but the balloon became lodged in the unexpanded portion of the stent. It is noted that no portion of the balloon became detached. The entire balloon/shaft was left in the pt and the pt was sent for surgical intervention to remove the lodged balloon from the pt. The pt status is reported as stable.